Event description:
It was reported that the patient underwent a procedure for implant of artificial disc at c5-c6. Approximately 29 months postoperatively, the patient complained of increased tingling in her left hand and intermittently on the right side. She was advised to restrict her activities and was given a medrol dosepak for treatment. Approximately 31 months postoperatively, the patient had increased sense of numbness, tingling, and pain in both arms. An MRI was ordered. Eight days after the MRI was ordered, the patient had a laminoplasty at c3-c7 for cervical stenosis. Treatment also included medications. The patient was discharged home wearing a soft cervical collar. The investigator noted this event was definitely not related to the prosthesis as it was due to cervical stenosis at c3-c7 and falls. Approximately 36 months postoperatively, the patient complained of right sided spasm pain that extended down between shoulder blades. The patient also had weakness in the right arm. An MRI was ordered. Treatment also included a referral to a specialist for a neurologic workup. The investigator noted this event was definitely not related to the prosthesis as it was due to congenital stenosis of c3-c7 and falls increased the symptoms. Approximately 40 months postoperatively, the patient had numbness and tingling in both arms due to cervical myelopathy. A brain and cervical MRI were ordered. Treatment also included physical therapy. The investigator noted that the patient might be temporarily permanently disabled. An evaluation did not find any neurodegenerative disease. Approximately 43 months postoperatively, the patient¿s symptoms remained similarly symptomatic with pain symptoms, weakness and imbalance. No treatment was provided. The investigator noted this event was definitely not related to the prosthesis as it was due to ¿congenital stenosis falls overall spine c3-c7.¿ approximately 49 months postoperatively, the patient had some symptoms down from the shoulder and arm. The patient also had numbness and tingling in the thumb, index, and long finger with signs and symptoms of carpal tunnel. No treatment was provided. The investigator noted this event was definitely not related to the prosthesis as it was possible carpal tunnel with suggestive positive tinel¿s and emg findings on the right. Approximately 50 months postoperatively, the patient reported increased symptoms of myelopathy with progressive clumsiness and a warm electric type sensation down her arms. A CT was ordered to assess for osteophyte formation and compression. At the 60 month post-operative evaluation, the patient reported positional buzzing into arms with head flex/tilt position. No treatment was given. At 65 months postoperatively, a cervical MRI revealed a tiny bulge at c3-c4 and c4-c5, not causing compression. There was no change in the spinal cord with no increase in signal suggestive of a tumor or other major pathologies. At the 72 month postoperative evaluation, the patient continued to have some bilateral arm symptoms with the right greater than left. The investigator noted the event was probably not related to the prosthesis as it was related most likely to an underlying, undefined condition. Approximately 84 months postoperatively, the patient experienced ongoing bilateral arm pain. No additional treatment was given. Approximately 98 and 108 months postoperatively, x-rays were stable. Approximately 119 months postoperatively, the patient continued to have right arm pain, heaviness, tingling in fingers (it¿s a deep ache in her elbow).¿ the investigator noted her myelopathy symptoms and neck and arm pain are more stable. No treatment was provided. The investigator noted the symptoms were ongoing. The investigator noted this event was probably related to the prosthesis, as the event was consistent with peripheral neuropathy. The outcome of this event is considered pending."

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.